Manufacturer narrative:
Occurrence date reported as an unreported date in (B)(6) of this year. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was a connection issue further described as the titanium connector becoming loose and caused the transfer set to fall off. The patient was hospitalized and was treated with voriconazole and fluconazole tablets. At the time of the report, the patient has not recovered and pd therapy was discontinued. No additional information is available.